Manufacturer narrative:
(B)(4). Eval, results: arterial trauma/dissection/perforation; tortuous and calcified vessels. Conclusions: tortuous and calcified vessels.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were 10 mm in diameter, very tortuous and had some calcification. It was reported that the physician attempted to advance the delivery system up, but it would not advance. The physician kept pushing and the delivery system kinked. The device was removed from that pt and it was noted that during the attempt to insert the device, the pt's iliac artery was dissected distally and the pt lost a lot of blood. Attention was drawn to surgically repair the dissected artery. After the artery was repaired, another talent device was able to be inserted and the procedure was successfully completed. No add'l clinical sequelae were reported, and the pt is fine.